Manufacturer narrative:
(B)(4). D10: medical product: articular surface fixed bearing constrained condylar knee (cck) left 14 mm height: catalog#42512801014, lot#64338838; tibia fixed cemented left size g: catalog#42542007901, lot#65509935. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a right revision total knee arthroplasty, the constrained condylar articular surface would not engage with the tibial tray and was unable to be implanted. A posterior stabilizing bearing was able to seat without complication and the procedure was completed. No patient impact or adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes: cck poly would not engage the tibial plate, ps articular surface placed. A definitive root cause cannot be determined. Complaint is confirmed with the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.